Event description:
A customer reported an incident where their epiq ultrasound system locked up during a structural heart case with error "reconnect the transducer and reselect. Diagcode: 007". The lockup required a system reboot however the procedure was completed on another system with no adverse effects to the patient. Additional information is being gathered regarding event details and root cause of the issue which will be included in a follow up report.

Manufacturer narrative:
The manufacturer previously reported the epiq elite ultrasound system locked up during a structural heart case with error "reconnect the transducer and reselect. Diagcode: 007". No patient or user was harmed as a result of the issue. Multiple attempts to have additional information, images, and type of probe used were unsuccessful. The manufacturer believes they will be unable to gather any further information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.